Manufacturer narrative:
The biomedical engineer reported the bedside monitor (bsm) does not display the ECG module error when used as a stand-alone device. The error is only displayed when it is connected to another bedside monitor. The unit has been returned and is currently awaiting evaluation. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device information was requested but the customer did not provide the main bedside monitor's model and serial.

Event description:
The biomedical engineer reported the bedside monitor (bsm) does not display the ECG module error when used as a stand-alone device. The error is only displayed when it is connected to another bedside monitor. No patient harm reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019, customer at honor health reported the transport bedside monitor (bsm-1753a sn: (B)(6) ) displayed error message "ECG module error" when connected to a bedside monitor. There was no error generated when the unit was used as a standalone. Investigation conclusion: the root cause is determined to be misuse / mishandling of the device. The overall risk, as determined from the product of probability (rare) and severity (insignificant), is determined to be low. Additional device information: d11 & c2: concomitant medical device information was requested but the customer did not provide the main bedside monitor's model and serial.

Event description:
The biomedical engineer reported the bedside monitor (bsm) does not display the ECG module error when used as a stand-alone device. The error is only displayed when it is connected to another bedside monitor. No patient harm reported.